Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced cramps in their arms and legs and did not feel well. The insulin pump kept injecting insulin due to the cgm continuously showing high values, this led to the patient experiencing hypoglycemia. At an unspecified time of the event the cgm was reading 21.8 mmol/l and the blood glucose reading was said to be critical low, no specific values were provided. The patient was taken to the hospital via ambulance. At the hospital, the patient was treated with IV glucose and was discharged 4 days later. At the time of the report the patient was well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.